Event description:
Related manufacturer reference number: 2017865-2025-1001381. Related manufacturer reference number: 2017865-2025-1001389. Related manufacturer reference number: 2017865-2025-1001390. It was reported that patient experienced low blood pressure the day after on (B)(6) 2025) a leadless pacemaker (lp) system implant procedure on (B)(6) 2025). An ultrasound revealed patient had sustained a pericardial effusion in the right atrial appendage. It was suspected to have occurred during the right ventricular (rv) portion of the procedure. The effusion was drained successfully with a pericardial tap. Tap was removed the following day on (B)(6) 2025) and patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted physician was unable to find a suitable position for the implant of the right atrial leadless pacemaker.